Manufacturer narrative:
Correction: h10 and h6 was missing from previous report.

Manufacturer narrative:
Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for replacement of the low voltage right ventricular lead due to fracture. The generator was also replaced during the procedure. The patient developed a subsequent infection after the lead revision with a fistula that formed at the device pocket. The implantable cardioverter defibrillator (ICD), right ventricular (rv) lead, and left ventricular (lv) leads were explanted due to infection. During the extraction the tip of the lv lead detached from the lead body and part of it remained in the patient. The rv lead helix also failed to retract. The system was extracted. The patient was discharged.